Manufacturer narrative:
Patient date of birth unavailable.

Event description:
A procedure commenced to extract two leads: a right atrial (ra) lead and a right ventricular (rv) lead due to fractures in both leads. A spectranetics lead locking device (lld) and an 11f tightrail device was in use to remove the ra lead, which was successfully extracted with mechanical use of the tool and with traction. While attempting to remove the rv lead using a snare (a non-spectranetics device)to control the fractured rv lead, the patient's blood pressure dropped after twenty minutes of attempting to snare the lead. An effusion was noted on trans esophageal echocardiogram (tee). Rescue efforts commenced, including pericardiocentesis and sternotomy. Two perforations were discovered in the right atrial appendage. These perforations were successfully repaired, the rv lead was removed while the patient's chest was open, and the patient survived the procedure. This report is being submitted due to the physician stating the perforations may have occurred with use of the lld (traction) in removing the ra lead.